Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the met resistance while filling the cartridge. The customer changed out the syringe needle tip and the cartridge was successfully filled. Insulin delivery was resumed. There was no impact to the blood glucose.